Event description:
The customer reported that an ¿endo-clot¿ was stuck in the suction channel and there was no suction. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, white particles and clear glue (foreign material) was observed in the biopsy channel. This report is being submitted for the foreign material. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
In addition to foreign material in channel, service found there was a leakage due to damaged biopsy channel, the insulation resistance value at the distal end was out of specification due to chipped plastic distal end cover, the bending angle in up direction was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was detached, and the grip was deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. It is likely the e216 error was caused by a defect of the image sensor unit. In addition, the b30 error and image disappearance during angulation were likely caused by one of the following: a defective image sensor unit, a failure of the internal circuit board in the video connector, or a system failure. Olympus will continue to monitor field performance for this device.